Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 490 mg/dl and ketones were present. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous fluids were administered. Elevated bg/dka were resolved. At the time of the report, customer had not been discharged. Contact did not know cause of elevated bg and did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.